Event description:
The international customer reported the ventilator was alarming due to a low oxygen supply. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the oxygen central pipeline in the hospital was having pressure fluctuations which caused the low oxygen supply alarm. As noted, the ventilator will alarm due to a loss of oxygen supply and will continue to provide ventilatory support to the patient, however the loss of the oxygen source can be detrimental to a patient. The customer reported there was no fault found with the ventilator. This issue is being reported as a user error due to the reported issue with the hospital oxygen pressure.